Event description:
On (B)(6) 2013, the following was reported to arjohuntleigh by the nurse: the locke pin was stuck and could not be pulled out. The nurse was instructed by arjohuntleigh customer technical services representative (cts) to release the CPR level and pull the lock pin out and then re-engage the CPR lever and re-boot the bed. After following the directions the bed performed as intended. If the lock pin is stuck the bed cannot be rotated creating a potential for a serious injury or death occurring. Therefore, this event is reportable.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturer site kinetic concepts, inc. As of november 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Additional information will be provided upon conclusion of the manufacturer investigation.